Event description:
Reportedly, the physician requested a letter stating that the device is end of life (eol). The patient didn't come in for her follow ups and the device was eol on the day it was explanted. The subject device will be returned for analysis.

Event description:
Reportedly, the physician requested a letter stating that the device is end of life (eol). The patient didn't come in for her follow ups and the device was eol on the day it was explanted. The subject device will be returned for analysis.

Event description:
Reportedly, the physician requested a letter stating that the device is end of life (eol). The patient didn't come in for her follow ups and the device was eol on the day it was explanted. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.